Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse performed recalibrations on the master tool manipulator (mtm). The fse also performed calibrations through preventive maintenance workflow due to other errors. The system was tested and verified as ready for use. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer received message "move grips to match" on surgeon side console (ssc) 1 when they were switching between instruments. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and there were no related errors in the logs. The customer stated that the issue occurred when they swapped between universal surgical manipulator (usm) 1 and usm 2 and only on the ssc1, not ssc 2. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: it was a dual system procedure, and the customer stopped using one ssc due to movement error and not able swap without interruption. They found that it was a calibration issue. After the procedure, the arm was calibrated.